Event description:
It was reported that (3) devices were used during an unk procedure. It was reported by the rep that the (1) hp052 has a broken connector and the other (2) hp052 devices emitted a steady tone. There was no consequence to the pt.